Event description:
It was reported that the catheter (subject device) was used to access femoral artery site, when inserting the catheter (subject device) into the long sheaths, the resistance encountered as the catheter (subject device) passed area at end of their long sheaths and the catheter shaft was noticed to be fractured. The physician was able to grab the fractured part but it started to unwind while taking it out from the patient. The physician ended up access vessel via carotid and utilized other catheters and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D4 lot # corrected ¿ from unknown to 22064615. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter was seen to be kinked bent at 3-4 cm from hub. It was also kinked bent at various location along the shaft and the catheter was seen to be broken/fractured. Functional inspection was not carried out due to damage noted of returned device. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. This confirms the as reported event. The as reported as well as the as analyzed listed in the grid below can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the catheter (subject device) was used to access femoral artery site, when inserting the catheter (subject device) into the long sheaths, the resistance encountered as the catheter (subject device) passed area at end of their long sheaths and the catheter shaft was noticed to be fractured. The physician was able to grab the fractured part but it started to unwind while taking it out from the patient. The physician ended up access vessel via carotid and utilized other catheters and completed the procedure without clinical consequences to the patient.